Event description:
It was reported that during synovectomy procedure, a metal piece was shown in monitor. The surgeon checked the wand and found that tip of the device was broken. It was not identified that the metal piece was removed from knee joint or not, but the surgeon judged that the metal piece was ejected with perfusate. No back up available. No delay, no patient injury.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection of the returned device shows a cut-off cable and a cut-off suction line. There is extensive electrode wear with contamination and scratch/scuff marks on the spacer and the return electrode. A part of the screen is detached. There are no manufacturing abnormalities visually observed with the returned device. Functional evaluation is not doable cause of the damages on the device as described. The complaint was verified and the root cause for this event could not be determined with confidence as several factors that could contribute extensive wear or detached electrodes as a) may result from vigorous use against bony surfaces; b) irregular wear of the electrodes leading to malfunction c.) Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. There were no indications that would suggest that the device did not meet product specification upon release into distribution.